Event description:
It was reported the pt was no longer receiving effective stimulation. It was also reported the pt had a major fall approx six months ago which resulted in surgery. X-rays showed no visible fractures or connection issues with her scs system. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.